Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower values while wearing the adc freestyle libre sensor, compared to a hcp meter. On (B)(6) 2020, a sensor scan of 120 mg/dl was obtained and the customer experienced hyperglycemia symptoms reported as vomiting and "leukocytosis." Hcp contact was made and a blood glucose of 400 mg/dl was obtained on the hcp meter. The customer was treated with IV potassium and insulin drip solution, medication for blood clot prevention, and medication for nausea. The customer was diagnosed with dka. There was no report of death or permanent injury associated with this event.